Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging and discomfort at the ipg site. The patient indicated undergoing unrelated shoulder surgeries in (B)(6) 2010 and (B)(6) 2011, and electrocautery was used. The physician replaced the ipg and the patient was reportedly doing fine.